Manufacturer narrative:
Based on the claim against the product by the customer noting the mcla instrument could not apply the clip, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the instrument log for the medium-large clip applier instrument (part# 478053-04/ lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the instrument was used on 10-nov-2022 via system serial# sl0946. The instrument was last used on 18-nov-2022 on system sl0946 and there were 76 uses remaining after this usage. Based on this review, the instrument was used in subsequent procedures after the alleged event reported on this record. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). This issue can be resolved by using an alternate instrument to complete the procedure. No image or procedure video was provided for review. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier instrument could not apply the clip. Prior to calling technical support, the customer already completed the procedure robotically with a laparoscopic clip applier. No known impact or patient consequence reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. During the procedure, when the surgeon used the instrument to clamp on the tissue bundle, the medium-large clip remained inside the instrument. The issue occurred for one or two times and the clip did not fall into the patient. The tissue bundle was less than 10 mm. The customer did not return the instrument because they used the instrument afterwards and it worked normally. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.